Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the failure analysis (fa). The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, it was observed that the plastic insulation at the base of the maryland bipolar forceps instrument jaw was chipped. The procedure was completed with no indication of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.